Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va1egnm, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient (pt) needs an MRI. While pt was describing why they need an MRI, pt stated they need to have another bladder surgery. Pt confirmed this surgery was related to their interstim device. Pt stated they experienced a fall and thought the "wires got broke". Pt follow-up with their hcp at the time and they directed pt to turn their stimulation off. Pt stated that this all happened about 3.5 years ago or 6 months after their doi. Pt stated they do not have a managing hcp right now but their surgery will happen at (B)(6) medical center by a female hcp. Pt stated the surgery will not happen until their a1c goes down. Documented reported event. No further action was taken by patient services.  No further complications were reported at this time.